Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The product details were not provided, therefore, lot #, model # and expiration date were not captured and device manufacture date could not be determined. This event is related to MDR # 1810909-2020-00066.

Event description:
The customer reported that he performed comparison of blood glucose readings between the contour next ez and contour meter within 10 minutes. The reading on the contour meter was 40 mg/dl higher compared to that obtained on the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected contour meter or contour test strips for evaluation. Therefore, no in-house testing was performed and the device history record for the suspected contour meter could not be reviewed.